Event description:
During a laparoscopic appendectomy, this stapler would not work properly. It would not "fire" correctly. The handle would not close the cartridge/staple. Another was obtained and used with out incident. Manufacturer response for stapler, covidien (per site reporter). Some one from the o.r spoke with the rep, I do not know what the response was.